Manufacturer narrative:
This report is submitted on 27 may 2021.

Manufacturer narrative:
This report is submitted on 23 mar 2021.

Event description:
Per the clinic, the patient experienced an infection and was hospitalized for 5 days (in (B)(6) 2nd week - specific date was not reported). The patient was treated with antibiotics, however, the issue still not resolved, resulting in the decision to explant the device. The device was explanted on (B)(6) 2021.